Event description:
It was reported metal fragments were noted peeling off the transverse arm of the instrument during a surgical procedure. The surgeon was able to remove the metal shavings from the patient. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is not possible. A visual macroscopic examination was performed by a product engineer that revealed that visual markings on the product indicate that shavings have occurred. Unable to determine cause of the event.